Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during preparation, the balloon was inflated outside the patient for testing; however, the balloon would not inflate due to a pinhole. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to 11/01/2020 as no event date was reported. Block h6: device code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and were in a good condition. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to the balloon being ruptured. Microscopic inspection confirmed that the balloon was burst. The balloon bursting does not confirm the reported event of the balloon pinhole.this failure is likely due to factors encountered during the procedure, such as the interaction between the device with the scope, the technique used by the physician, and/or the movement of the balloon during the procedure, causing to the found failure of balloon burst. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during preparation, the balloon was inflated outside the patient for testing; however, the balloon would not inflate due to a pinhole. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event.